Event description:
It was reported that stent damage occurred. The 85% stenosed, 2.5mm x 38mm, stenosed lesion was located in the moderately tortuous and calcified distal end of the left anterior descending artery. A 2.50 x 38 synergy ii drug-eluting stent was advanced for treatment but failed to cross the lesion. However, the stent hypotube was kinked, and the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications, nor injuries reported, and the patient's status was stable.